Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.